Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through a clearlink system non-dehp continu-flo solution set that was connected to a clearlink system secondary medication set. It was further reported that the secondary bag was back flowing into the primary normal saline solution bag. This issue was identified during administration of iron sucrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.